Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test. No possible over/under delivery anomaly noted. Unit was downloaded and all bolus delivered were found at the carelink report. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address / serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose level and customer was alleging the insulin pump for the under delivery. The customer's blood glucose level was 496 mg/dl at the time of the incident. The customer's current blood glucose level was 550 mg/dl. The customer¿s low blood glucose level was 37 mg/dl at the time of the incident and customer¿s current blood glucose level was 550 mg/dl. Other relevant blood glucose level was 496 mg/dl. The customer was treated by the manual injections for high blood glucose level and was treated with the glucose for the low blood glucose level. The customer declined troubleshooting for the low blood glucose level. The customer was assisted with the troubleshooting for the under delivery and over infusion. It was also stated that there was presence of an air bubble along the tubing. The insulin pump will be returned for the analysis.